Event description:
It was reported that the insulin pump was a damaged infusion set. Customer's blood glucose at the time of incident was 510 mg/dl. Nothing further reported

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.